Event description:
Customer reported that the insulin pump returned a motor error alarm one to two months before the call. Customer reported that the insulin pump began to function normally after rewinding. Customer reported that the motor error alarms occurred during bolus. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.